Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(6), implanted: (B)(6) 2008, product type catheter. (B)(6).

Event description:
Additional information received from the clinical site indicated the issue resolved as of (B)(6) 2014.

Event description:
Regarding the event hematoma and blister, the patient was using lioresal 313.55mcg/day, concentration 900.0mcg/ml via the implantable infusion pump. The patient was to follow-up with the primary care practitioner (pcp) in regards to his medical management.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical site indicating the patient was to follow-up with medical doctor and wound clinic. It was reported the blood blisters have been resolved and the patient has not been seen since (B)(6) 2014.

Event description:
It was reported that when the patient came for his first wound check on (B)(6) 2014, blood blisters appeared under the dressing. The blisters were diagnosed through examination/palpation and extended antibiotics were administered. The ¿patient¿s coumadin was restarted¿ by his primary healthcare professional (hcp). The wound was cleaned and antibiotic ointment was applied on (B)(6) 2014. The patient was referred to wound care and the event outcome was ongoing. On (B)(6) 2014, hematoma at the pump pocket was diagnosed by examination/palpation. The severity of the blood blisters and hematoma was ¿mild.¿ the pump was explanted and the catheter was spliced and capped. The issue was not considered to be related to the device or therapy but was ¿possibly related¿ to the implant procedure. The patient was to follow up with the primary care physician in regards to his medication management. The outcome was reported as resolved without sequelae on (B)(6) 2014. The pump was used to infuse baclofen (unknown) and fentanyl. Further follow-up is being conducted to obtain information about the type of baclofen used. If additional information is received, a follow-up report will be sent.